Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating, which led to intermittent pump shutdowns. There was no reported adverse impact to the customer's blood glucose (bg) level. Review of pump data by tandem customer technical support (cts) could not identify the reported issue. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.